Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship between pd therapy with the liberty select cycler and the patient¿s dehydration which warranted fluid replacement exists. The patient¿s reported concomitant symptoms of chest pain and headache are likely associated with dehydration. It cannot be determined what exactly caused the patient¿s dehydration with the available information. At this time, there have been no reported liberty select cycler malfunction or product deficiency associated with the event; therefore, there is no indication the device caused the dehydration. The patient is elderly which may have been a "cofounding" risk factor. Fluid imbalances are not uncommon in renal patients on dialysis. It is unknown if the patient had any other comorbidities that may have been a factor in this event. Additionally, it was reported the patient sometimes uses 1.5% strength pd solution; however, it cannot be concluded if the strength pd solution used led to dehydration. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During follow-up for a separate event, it was reported ta peritoneal dialysis (pd) patient went to the emergency room, due to experiencing severe headache, chest pain and dehydration. There have been no reports that the patient¿s symptoms developed during a pd treatment. The patient¿s pd nurse reported the patient was given intravenous (IV) fluids in the ER which resolved the patient¿s symptoms. The patient did not require hospital admission and rather was discharged home the same day continuing pd therapy. There have been no reported changes to the patient¿s pd regimen because of the dehydration. The nurse indicated the patient uses mostly 2.5% pd solution for fluid removal during pd treatment but occasionally uses 1.5% strength solution as needed. The cause of the patient¿s dehydration and chest pain was unknown; however, the nurse attributed the patient¿s headache to the patient¿s past medical history of chronic headaches.